Event description:
It was reported that about 3 weeks after implant, this right ventricular (rv) lead was found to be undersensing. Noise oversensing with some pacing inhibition and a loss of capture, were also observed. No asystole was seen with these clinical observations. The lead was ultimately repositioned, with success. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.